Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The cut pump (only the motor side) was sent for investigation. No investigation could be performed on the returned product. The data log showed that the placement signal was lost, accompanied by a placement signal not reliable (psnr) alarm and fiber damage trends across all 5s parameters. No motor current or spikes were reported during the time of the psnr alarm, and the placement signal was not recovered until the end of support. The cause of the optical signal issue was most likely damaged optical fiber line, based on the data log review. However, the exact location of the damaged fiber line could not be confirmed without the returned product. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that shortly after the impella 5.5 was implanted, a 'placement signal not reliable' alarm appeared. Despite this, the impella continued to support the patient successfully. The pump was eventually weaned and explanted without incident, and no patient harm was reported.